Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Before the was jammed closed: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Do you know what troubleshooting steps were taken to remove the device from the tissue? Did the jaws remain closed or did they eventually open?

Event description:
It was reported that during stapling of sigmoid colon, the device stayed jammed closed on tissue. It was impossible to staple nor remove the device while the two jaws were closed. The surgeon has succeeded to remove the device by repeating several moves (pulling on the device). Use of another device to finish the procedure. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/1/2018. Batch # p57p2w. The analysis found that one ec60a device was returned with no apparent damage and an ecr45b cartridge reload present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 IFU. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.